Event description:
Product returned with oos report indicating that the pt expired. No complaint with the device. (8/21/2006) contacted physicians office to determine cause of death. Pt expired due to sepsis from staph infection, MDR created. The leads associated with this device are from st. Jude.